Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery, twice, the night prior to the phone call. The customer's blood glucose was 168 mg/dl. The caller stated that the first time the alarm occurred, they changed the reservoir and the second time they changed the site of infusion set insertion from the customer's leg to their belly. The customer was a new insulin pump user and they had some problems with connecting the infusion set to the reservoir and locking the reservoir to the insulin pump. Nothing further was reported.